Manufacturer narrative:
It was reported that the patient underwent laparoscopic cholecystectomy and umbilical hernia repair on (B)(6) 2013.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 along with concurrent cystoscopy due to sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to urinary retention, urge incontinence and impending mesh erosion into the bladder. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.